Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the peritonitis was unknown. One day after onset, the patient was hospitalized for the event. On the same day, the patient began treatment with unknown antibiotics (doses, frequencies and routes of administration were not reported). One day after being admitted to the hospital, diagnosis of peritonitis was confirmed. Thirteen days after being admitted to the hospital, the peritonitis was resolved and the patient was recovered from the event. One day later, the patient was discharged from the hospital. At the time of this report, dianeal therapy was ongoing. No additional information is available.